Manufacturer narrative:
Findings: unit passed displacement test, rewind, basic occlusion test, prime test, excessive no delivery test and occlusion test. No button error alarm noted. All buttons functioned properly; however, unit had corrosion on the easy bolus keypad trace. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 26 mg/dl. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 72 mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.